Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was not functioning on ac power. There was no patient involvement at the time of the reported event. The service engineer inspected the device and replaced the power supply assembly. The unit passed all testing and operated within the manufacturer's specifications.

Manufacturer narrative:
Additional codes added to evaluation codes method and result. Correction to the PMA / 510k #. Device evaluation summary: the tamura (taiyo yuden) power supply was returned to medtronic for failure investigation. An external visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The ventilator was powered up the ventilator circuit breaker tripped immediately. However, the unit did power up from the bps ( backup battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 short circuit and thermistor rt1 thermally damaged on printed circuit board assembly. If the power supply failed in this manner, with a bps installed, during ventilation the ventilator would continue to run on backup battery power. The appropriate audio and visual alarms would enunciate. If information is provided in the future, a supplemental report will be issued.